Manufacturer narrative:
Analysis of the ins found no significant anomalies as the battery was not in a new condition. Analysis of the lead found no significant anomalies as the distal end was stretched.

Manufacturer narrative:
Analysis of the ins found no significant anomalies as the battery was not in a new condition. Analysis of the lead found no significant anomalies as the distal end was stretched.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v558148, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that there was normal battery depletion. The lead was possibly dysfunctional and was replaced with a new lead. The lead was possibly damaged when the patient fell multiple times. The patient was experiencing overactive bladder. The battery and lead were removed. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.